Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection. Reprocessing manual evis lucera gif/cf/pcf type 260 series chapter 3 cleaning, disinfection, and sterilization procedure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a collapsed and damaged bending section and an air/water leak from the insertion tube. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; there was foreign objects in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found there was a foreign object inside the nozzle. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the foreign material was inside the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water and the nozzle was cleaned with lint-free cloths/brushes/sponges. The air/water nozzle was flushed with detergent solution and there were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.